Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The software logs were sent to the manufacturer for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that during in-house testing incorrect frame settings were used after using the full-screen frame settings dialog in a cranial software application. This issue did not occur in a clinical setting.

Manufacturer narrative:
Product updated to proper value.